Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips didn't hold respectively and were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned inside its sterile package; upon visual inspection, the instrument was observed to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed twenty conforming clips. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what kind of procedure? Laparoscopic cholecystectomy. How was the procedure completed? They opened a new device. Can you please describe the shape of the malformed clips? Clips were crossed. Which firing did this occur on? 1st firing. Did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? Yes. What vessel was the device fired on? Please specify the size of the vessel? Arteria cystica. Were any unexpected noises heard? If so, when? No. Is the surgeon an experienced user of this product? Yes.